Manufacturer narrative:
(B)(4). The insulin pump was not received in stuck manufacturing mode. The insulin pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Low battery alarm confirmed in the format history file and then power management parameters graph confirmed power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5 v for 4 consecutive hours due to connector resistance on j6/pcba1. After disconnecting and reconnecting the internal battery connector on j6/pcba 1, the pump was monitored and functioned properly. The pump was received with cracked retainer, minor scratched display window and scratched case.

Event description:
The customer reported via phone call that the insulin pump had power error. The customer's blood glucose level was unknown. Insulin pump will be returned for analysis.